Manufacturer narrative:
Upon further evaluation, service found the connecting tube was dented and wrinkled. A black scratch was visualized on the image, and the image was rough [noisy] due to damage of the image sensor in the ccd unit (charge coupled device). The ultrasonic cable was damaged. The electric contact of the ultrasonic connector was worn. The universal cord was wrinkled. The angulation in the up direction was out of specification due to wear of the angle wire. The gap in the angle lever was out of specification due to wear of the angle wire. The scope connector, light guide cover lens, and electrical connector demonstrated corrosion. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for an unspecified diagnostic procedure, the image was out of focus or blurry. The procedure was completed using a similar device with no delay in the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the connecting tube coating was peeled off. This report is being submitted for the malfunction (coating peeling) found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to deterioration of the device. The event can be prevented by following the instructions for use which state the following: 1) "do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal." 2) "do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result." Olympus will continue to monitor field performance for this device.